Event description:
Per the clinic, the patient experienced swelling at the implant site and subsequently was treated with oral antibiotics and steroid (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on april 12, 2024.

Manufacturer narrative:
Per the clinic, the device has been explanted on (B)(6) 2024 due to an infection (site of infection not confirmed). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient also experienced an extrusion of the receiver/stimulator.